Event description:
It was reported that the patient received inappropriate shocks and inhibition of pacing. Interrogation revealed noise on the atrial and ventricular lead.

Manufacturer narrative:
No medwatch form was received.